Event description:
It was reported that during an in-clinic check, the device was found to be in backup vvi reset mode with no backup defibrillation function on (bdfo). A device restoration was performed successfully and reprogrammed. The patient was in stable condition with no adverse health consequences.